Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue, where the home patient states that she noticed that one of the bags looked like it wasn't connected properly. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the problem. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.

Event description:
A customer contacted global technical service (gts) reporting that they noticed that one of the bags looked like it was not connected properly. The home patient (hp) stated that no alarms had sounded yet but the hp saw the line and wanted to be safe. The hp had already disconnected but could not get the cassette out. The technical service representative (tsr) walked the hp through the ending therapy procedure. The hp ended therapy and would start over with new supplies. There was patient involvement. There was no serious injury or medical intervention reported.